Event description:
The customer reported that an oil mist haze was emitting from the unit. They did not have any human reactions to the haze as they ceased using the machine immediately. The asp field services engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse replaced the filter to correct problem. The system meets manufacturing specifications.